Manufacturer narrative:
D4: part and lot number update. G4: 510k update.

Manufacturer narrative:
Part of the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned inside of original packaging. T2 was present in the inserter and the trigger was partially depressed. The needle has been twisted from the manufacturer intended position. A functional evaluation revealed the device was difficult to operate due to twist in the needle shaft. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy the fast fix t2 anchor did not trigger. The procedure was completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found: read these instructions completely prior to use. Do not bend delivery needle. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Slide the gold trigger forward to advance the second implant (t2) into the ready position. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during an arthroscopy t2 anchor of fast fix did not trigger t1 anchor was left secured in the patient. The procedure was completed with a backup device and no significant delay or further complications were reported.